Manufacturer narrative:
Product analysis was completed, probable cause could not be determined because battery analysis did not reveal any irregularities.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. Device replacement has been scheduled for a future date and the device will return for analysis after explant. At this time, the ICD remains in service. Received additional information the device has been returned for analysis. No additional information on the explant at this time. Information has been requested. Received additional information the device was explanted and replaced with a boston scientific product successfully. The device has been returned for analysis. Once the product is received, analysis will be performed, and a report will be updated at that time. Outside of the revision, no adverse patient effects were reported. Device has been returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. Device replacement has been scheduled for a future date and the device will return for analysis after explant. At this time, the ICD remains in service. Received additional information the device has been returned for analysis. No additional information on the explant at this time. Information has been requested. Received additional information the device was explanted and replaced with a boston scientific product successfully. The device has been returned for analysis. Once the product is received, analysis will be performed, and a report will be updated at that time. Outside of the revision, no adverse patient effects were reported.